Event description:
Crrt machine that was connected to a pt with active therapy occurring was found to be leaking blood from the bottom of the machine. A blood pool was found and therapy immediately discontinued and cartridge changed out by rn causing a 20 min delay in therapy. All cartridges of this lot removed from stock. FDA safety report ID# (B)(4).